Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with air bubbles in reservoir. The customer's blood glucose level at the time of incident was unknown. The customer states their levels had been as low as 32mg/dl. The customer declined to troubleshoot for the lows. The customer was assisted with priming out the air bubbles. The customer was advised to monitor the device and call back if issues persist.